Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that "one of the leads may not be working correctly." Further review of the manufacturer's database indicated that approximately 1 day later the patient's device system was explanted and replaced. No patient complications have been reported as a result of this event.